Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06356, 2938836-2019-06357, 2938836-2019-06358. It was reported that when the patient presented in the emergency room, it was observed that the patient's left ventricular lead and both right ventricular leads had dislodged and knotted together due to twiddler's syndrome. The physician elected to explant the entire system to prevent further complications. The patient was stable following.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Analysis was normal. No anomaly was found.